Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor assembly. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported incident is unavailable for review as it has been overwritten due to continued pump use. There were no unusual loss of primes observed in the available data. The pump powers on normally and performed ezprime steps easily. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor plate.